Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code : failure event observed during analysis. Final analysis found that the pulse generator was exposed to electrocautery during surgical procedure that triggered an nmi and resulted in backup operation. The product code was intact. After the product code was downloaded to re-start, the device, normal device function resumed.